Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but received a compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming. Caller stated that insulin pump was not dropped or bumped. Caller states that drive support cap appeared normal. Customer's blood glucose was 500 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.